Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6)2017 at 4:35 pm with blood glucose over 253 mg/dl. Customer was hospitalized because they had high blood glucose reading. Customer had upset stomach. Customer was treated in the emergency room. Customer cannot recall when high blood glucose reading started. Customer current blood glucose was 317 mg/dl. Customer blood glucose at the time of the incident was 253 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name (B)(6). Customer went back home after emergency room visit. Customer did not troubleshoot high blood glucose reading. Insulin pump will not be returning for analysis.